Manufacturer narrative:
Additional device information: (B)(4). Concomitant medical products and therapy date detail of product: item number 00771301500 item name modular femoral stem press-fit plasma sprayed cementless size 15 lot # 62041827. Item number 00784802300 item name modular neck g 12/14 neck taper use with +0 heads only lot # 62012179. Item number 00875706001 item name shell with cluster holes porous 60 mm o.d. Size mm for use with mm liners lot # 62021435. The manufacturer did not receive x-rays, or other source documents for review, neither the device has been received for investigation as the patient has not been revised yet. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
A patient is pursuing a product liability claim. Because he started experiencing pain 5 years after the implantation. Revision surgery already scheduled on an unknown date.

Event description:
Please refer to report 0009613350-2018-00984.

Manufacturer narrative:
DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: a trend considering the following event is identified: pain 6 similar investigated events within last 6 months for item number 00-8775-036-02 have been found. No additional similar investigated events within last 1 month for item number 00-8775-036-02 have been found. The following complaints are considered: (B)(4). Event description: it was reported that the patient was implanted with a biolox delta head on (B)(6) 2012 on right hip side and on (B)(6) 2014 on left hip side. In (B)(6) 2017, the patient started experiencing significant pain in both hips, both legs, and radiating into his lower back. This complaint is for the right hip joint. Left hip joined in covered in (B)(4). Acetabular components as well as the stem from the right hip joint are captured in warsaw's split case (B)(4). Review of received data: documents describing the legal claim have been received. It is mentioned that the patient is considered for revision surgery due to the pain. The patient would not have suffered any traumatic injuries or impacts. It is claimed that the materials would be inappropriate and/or improper. Zimmer biomet would not have warned of the likelihood for pain and discomfort. Device analysis: no product was returned to zimmer biomet for in-depth analysis. There is no information whether a revision surgery has been performed in the meantime. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Conclusion: it was reported that the patient was implanted with a biolox delta head on (B)(6) 2012 and started experiencing pain in his right hip from (B)(6) 2017. Raw material certificate confirms that the device was manufactured according to the material specifications. Review of the device history records for the product did not identify any deviations or anomalies related to the reported event. Pain cannot be related to a single specific failure mode and can have numerous causes. No x-rays or any other medical data like surgical reports or office visit notes have been received, therefore no in-depth investigation could be performed. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).